Event description:
It was reported that the patient presented to the emergency room (ER) due to lightheadedness. It was also reported that lead had diminished r-waves. It was further reported that there was no visible over or undersensing of the lead but it could not be ruled out that it was happening. It was also noted that the patient was going into an atrial arrhythmia with some upper rate behavior. The post-ventricular atrial refractory period (pvarp) was brought out so that the patient was only tracking 2:1 and would be more comfortable. However, the physician was unhappy with the r-waves and decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked buckled and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. The lead was stretched and had apparent explant damage.